Event description:
It was reported by a physician that a pt was having an increase in seizures. The pt had his output current turned up the previous day, so he was wishing to turn the pt's output current back down. It was not known if the increase was above or below pre-vns baseline values. Normal mode and system diagnostics were performed and were within normal limits. The pt's mother stated, the pt's seizures had increased previously with an increase in settings; the seizures will then resolve once the settings are lowered again. Attempts for further information have been unsuccessful to date.